Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient reported a skin irritation under the lifevest. The patient's doctor prescribed a powder for the skin irritation. Follow up with the patient was completed and the skin irritation was reported to have improved.